Event description:
Report received from (B)(6) stating "surgeon reported an aspiration surge during operation and possible foot control failure. No patient injury reported. No medical intervention required."